Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Information was received via a manufacturer representative from a consumer with an implantable neurostimulator (ins). It was reported that there was a loss of stimulation, the ins was not working, and the ins was not programmable via the clinician programmer or recharger or patient programmer. Factors that may have led or contributed to the issue included a car accident. After that, the patient was not able to turn on the stimulation or recharge the ins anymore. It was attempted to program the ins via the clinician programmer but it was not possible to build up a connection. A physician recharge mode was tried two times but it was also not able to build up a connection. A surgical intervention was performed to open the device pocket to check if the ins was in the right place. The physician checked if the ins was in the right place and the connection was intact during the surgical intervention. The issue was not resolved at the time of the report.